Event description:
It was reported that there was an air leakage in the cuff on both the 7.0mm trach cuff and the 7.0mm uncuff trach at a hospital. The trach were replaced every time it failed. Eventually, a different manufacturer tracheostomy was placed without incident. Tracheostomy tube remained in place until a planned trach change was done.

Manufacturer narrative:
D10 concomitant product (70xltcd, 70xltcd 7.0mm xlt trach cuff dist x1, lo# 202409031x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned unit is contaminated. An attempt made to inflate the returned unit as per the parameters set. Further examination shows that there were two slits on the main body of the cuff. Examination of the cuff body showed that the slits measure 0.53mm and 0.31mm in length. It was reported that there was an air leakage in the cuff of the 7.0mm tracheostomy tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.